Event description:
It was reported that the patient presented in clinic for follow up with pocket stimulation. Upon interrogation, the pacemaker exhibited backup vvi operation. No electromagnetic interference sources could be identified. A device download was successfully performed. The patient was stable and will be followed normally.